Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: it was reported, prior to use during a ureterolithotomy, the basket of a ngage nitinol stone extractor could not be opened normally. The device did not make patient contact. A new device was used to complete the procedure. There was no impact to the patient as a result of this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ngage nitinol stone extractor was returned for investigation with the handle and the basket formation in the closed position. The male luer lock adapter was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 3.7cm in length. A function test determined the handle does actuate the basket formation. A slight pop was felt when the handle closed the basket formation. There were no major kinks in the basket sheath, and the support sheath was straight. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Reviews of the device manufacturing instructions and quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which state, ¿excessive force could damage device.¿ based on the available information, cook has concluded that cause for the lack of smooth motion when closing the basket could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to use during a ureterolithotomy, the basket of a ngage nitinol stone extractor could not be opened normally. The device did not make patient contact. A new device was used to complete the procedure. There was no impact to the patient as a result of this occurrence.